Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "failed downstream occlusion tests with pressures reading 22psi", which was not reproduced or confirmed. Baxter's device evaluation found the device to recognize a downstream occlusion and auto restart when the occlusion is released. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-02837 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed downstream occlusion tests with pressures reading 22psi" during preventive maintenance testing. It was also reported there was no patient involvement.